Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the no image b30 error code scope communication occurred due to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a scope communication error (b30 error code) and no image was displayed. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.